Event description:
Device issue: failure to deploy - suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the device was removed, the suture pulled out from the vessel. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for evaluation. It has not yet been received.